Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with oral and IV antibiotics. However, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.